Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to moisture damage to the keypad traces. The displacement test could not be performed due to the unresponsive buttons. The insulin pump had a cracked reservoir tube and tube lip and window, cracked battery tube threads, minor scratches on the display window and a cracked case at the display window corners.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error when attempting to restart it after a suspension. The customer reported that the insulin pump may have gotten hot while outside on a table, but did not get wet. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.